Event description:
It was reported that during a routine check of the external pulse generator it was discovered that it would not power on. It was further reported that once the battery was inserted it almost immediately became hot. The generator was returned for service. There was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main pcb (printed circuit board) and battery flex are corroded. Upper and lower cases and one side bail cover are broken. Heart block, lead flex cover, and battery drawer are contaminated. Battery release is sticky and contaminated. Pcb screws, heart lead flex, and lcd (liquid crystal display) are corroded. One side bail and ring are missing. Encoder flex is creased.